Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the peeling of the tissue pad was worn out and partially peeled off. The reported event and the identified malfunction are inferred to have occurred through the following mechanism: 1. As output was activated while the grasping section was closed without grasping tissue (including after the tissue had been cut), the tissue pad was worn and subsequently detached. 2. As a result of the wear of the tissue pad, contact occurred between the grasping section and the probe. 3. As output was activated while the grasping section and the probe were in contact, contact marks were generated. 4. As output and tissue-grasping loads were applied to the probe, an error occurred. 5. After the probe check, cracks initiated from the contact marks due to the load applied during output within the abdominal cavity, and an error occurred. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that the sonicbeat 5 mm, 35 cm, front-actuated grip exhibited that the peeling of the tissue pad was worn out and partially peeled off. There were no reports of patient involvement.